Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for free thyroxine (ft4 ii) and thyrotropin (tsh). The erroneous results were reported outside of the laboratory. The initial ft4 ii result was >7.77 ng/dl and the initial tsh result was 0.005 uiu/ml. Both results were reported outside of the laboratory with a diagnosis of hypothyroidism. The results were provided to the patient who is a medical doctor and repeat testing was requested. A new sample was obtained and the ft4 ii and tsh results were normal. The actual values were not provided. The initial sample was repeated and the ft4 ii and tsh results were normal. The actual values were not provided. No adverse event occurred. The ft4 ii reagent lot number was 187609. The expiration date was not provided. The tsh reagent lot number was 187607 with an expiration date of 04/30/2016. On (B)(6) 2016, after the initial point of contact, the customer noted additional parameters that were affected (t3, ca 15-3, prl, hcg + b, and tpsa). All of these questionable results were accompanied by data flags except for an hcg + b test result of 112.7 (unit of measure not provided). None of these results were reported outside of the laboratory as the customer was aware of the issue with the instrument and was performing these tests as part of troubleshooting. On (B)(6) 2016, after the additional parameters were identified, a visit was made to the customer site. The measuring cell was changed and analyzer performance testing was completed. White sediment was identified around the tip of the sample probe. The sample probe was replaced. Since this service action, the customer has not had any further issues. The root cause of the discrepant results was assumed to be the issue with the sample probe.

Manufacturer narrative:
Based on the information provided, a general reagent issue can most likely be excluded. The erroneous results were most likely related to the dirty sample probe.